Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: date and name of initial surgical procedure? (B)(6) 2009. Several surgical procedures: nephrectomy, splenectomy, colectomy, ileostomy with impossibility to close the abdomen replacing by 30 x 20 proceed mesh. The diagnosis and indication for the initial surgical procedure? Severe trauma (polytrauma) affecting lower limbs, pelvis, abdomen and chest. Please provide more detail on the damages caused as a result of the malfunctioning of the mesh. Need for reconstruction of digestive transit. They found fusion between the mesh and the intestinal wall when they tried to perform a surgical intervention. How long after the initial procedure did these damages occur? One year (from (B)(6) 2009 to (B)(6) 2010) . Please provide more detail on how the mesh malfunctioned. They found fusion between the mesh and the intestinal wall when they tried to perform the reconstruction of digestive transit and for this reason they decided not to continue with the intervention to avoid causing serious intestinal injuries). How long after the initial procedure was it determined that the mesh had malfunctioned? One year (from (B)(6) 2009 to (B)(6) 2010) . Product code and lot number? Not available. What is physician¿s opinion as to the etiology of or contributing factors to this event? Not available. Was any medical or surgical intervention performed? If so, please provide dates and surgical findings. On (B)(6) 2010 she underwent a surgery for the reconstruction of digestive transit but the intervention was not completed due to the fusion between the mesh and the intestinal wall what is the patient's current status? Not available.

Event description:
It was reported that the patient underwent a nephrectomy, splenectomy, colectomy and ileostomy procedure on (B)(6) 2009 with impossibility to close the abdomen replacing by the mesh. It was also reported that the patient underwent a reconstruction of digestive transit on (B)(6) 2010. It was found a fusion between the mesh and the intestinal wall when they tried to perform a surgical intervention and for this reason they decided not to continue with the intervention to avoid causing serious intestinal injuries.